Event description:
Boston scientific received info that this OEM mfg transvenous right atrial (ra) lead was explanted due to dislodgement. The lead became dislodged while the pocket was open during placement of a left ventricular assist device (lvad), and the physician elected to replace the lead at that time. No adverse pt effects were reported as a result of this observation.